Event description:
It was reported that the catheters allegedly failed to align properly. It was further reported that the health care provider was able to maneuver the catheters to align, however, during activation the electrode did not protrude thru the catheter. Therefore, a fistula was not created and the procedure was abandoned. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review was not required as this is the first complaint for this lot number. Investigation summary: a sample evaluation was performed on received 4f wavelinq catheter system. Sample was bloody. Electrode was bent to flattened shape. Electrode was measured from distal side of magnet array to protruded electrode and was found to be 1.67mm. The arterial catheter effective length was measured and found to be 51.0cm in length. The venous catheter effective length was measured and found to be 50.0cm in length. Magnets attract to each other and catheters are coapted. The investigation is confirmed for material deformation due to the fact that the sample was returned and the electrode appeared bent. The investigation is unconfirmed for deployment issue due to the device performing as expected during functional testing. The investigation is inconclusive for failure to align as the conditions of the procedure could not be reproduced. The investigation is unconfirmed for failure to cut. A tissue cutting test was performed and the device was able to cut tissue. The root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the FDA rn number for the supplemental MDR was updated as 9616666 since clearstream is the legal manufacturer for wavelinq products and the appropriate manufacturing site (g1) and manufacturer (d3) fields were updated accordingly. H10: d4 (expiry date: 06/2021),g3. H11: d3,g1,h6(device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway.

Event description:
It was reported that the catheters allegedly failed to align properly. It was further reported that the health care provider was able to maneuver the catheters to align, however, during activation the electrode did not protrude thru the catheter. Therefore, a fistula was not created and the procedure was abandoned. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the first complaint for this lot number. Investigation summary: a sample evaluation was performed on received 4f wavelinq catheter system. Sample was bloody. Electrode was bent to flattened shape. Electrode was measured from distal side of magnet array to protruded electrode and was found to be 1.67mm. The arterial catheter effective length was measured and found to be 51.0cm in length. The venous catheter effective length was measured and found to be 50.0cm in length. Magnets attract to each other and catheters are coapted. The investigation is confirmed for material deformation due to the fact that the sample was returned and the electrode appeared bent. The investigation is unconfirmed for deployment issue due to the device performing as expected during functional testing. The investigation is inconclusive for failure to align as the conditions of the procedure could not be reproduced. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2021), d10, g4. H11: h3, h6 (results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheters allegedly failed to align properly. It was further reported that the health care provider was able to maneuver the catheters to align, however, during activation the electrode did not protrude thru the catheter. Therefore, a fistula was not created and the procedure was abandoned. There was no reported patient injury.